Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation right ventricular lead exhibited noise. Isometrics performed were unable to reproduce noise. All other measurements were normal. Programming changes were made. No patient consequences were reported.